Manufacturer narrative:
Concomitant medical products: 6933-52 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) coil. Reprogramming was performed to turn the svc coil off. The lead remains in use. No patient complications have been reported as a result of this event.